Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the severely calcified and severely tortuous below the knee vessel. A 1.5mm x 20mm x 142cm coyote balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with another coyote balloon. There were no patient complications nor injuries were reported.